Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/20/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat recurrent rectocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, fistulae, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010. The patient underwent removal of abdominal wall scar tissue, abdominal wall fascial strengthening by plication on (B)(6) 2010.